Event description:
It was reported that the patient lead had fractured, it appeared to the physician that the distal contact of tail 4 was smashed and he could not advanced the lead any further in to the ipg.